Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant did not osseointegrated, but he did not provided much information about the case. The implant was installed without immediately loading and the patient presented bone type iii.